Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator and inappropriate magnet rate. On (B)(6) 2017 the device was successfully explanted and replaced. The patient was doing well post surgery.